Event description:
The pt had a loss of therapeutic effect/no stimulation sensation. There was no known accident or incident related to the event. The pt was programmed case +, 3-. Therapy and electrode impedances were showing out of range (>4000 ohms). Reprogramming was attempted. All electrode combinations had been attempted and impedance readings were still high and the stimulation was not felt by the pt. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).